Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) proximal conductor fractured; the partial lead in segments was returned for analysis. The defib conductor was distorted along with several other conductors. The distal conductor was stretched and blood/body fluid was observed (not obstructed). The outer insulation was torn and had cosmetic depressions. The lead was stretched. (B)(4) outer insulation was breached and had a depression; the full lead was returned for analysis. Blood/body fluid was observed on the distal and proximal conductors (not obstructed). The outer insulation was pulled apart and had cosmetic depressions.

Event description:
It was reported that the lead integrity alert triggered on the ventricular lead due to detection of non-sustained ventricular tachycardia episodes showing noise oversensing and the sensing integrity counter showing oversensing. The atrial lead dislodged during the revision. The atrial and ventricular lead were explanted and replaced. No patient complications have been reported as a result of this event.